Manufacturer narrative:
Patient identifier: (B)(6). Expiration date - june 2026. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name : (B)(4). Occupation: unknown. Device manufacture date: 07/17/21~07/19/21. (B)(4). The actual sample was not returned for investigation; however, photos were provided. Upon closely checking the photo, the catheter was confirmed to be punctured by the inner needle. Five (5) pieces of retention samples of the reported lot under unopened package condition were verified and no defective products, which catheter was punctured by the needle, was observed. The concerned product type is continuously produced by fully automated machine, and an inner needle and a catheter are assembled by one-time operation. Furthermore, the tip of every assembly is being checked by special digital camera after inner needle and catheter are assembled. In case of any defects, such as tip-deformation, everted catheter or catheter tip occlusion occurred when assembled, those defects will be detected, and the system will automatically segregate them from the line and reject. The manufacture inspection records of the reported lot were reviewed. As a result, no defective properties in the inspection machine and automatic reject system were recorded. The results of the quality inspection, which is periodically conducted, recorded no defective product, which has deformation in catheter tip. Furthermore, no similar incidents were reported from other facilities. The investigation, including manufacture inspection record checking, was thoroughly conducted, with focus on the possible assembly error of inner needle and catheter during production. However, we were unable to identify the root cause of reported issue. Relevant instructions for use (IFU) reference: "do not attempt to re-insert a partially or a completely withdrawn needle." This report is for the second device reported, for the first device reported that was used on the same patient see MDR 9681835-2022-00016. (B)(4).

Event description:
The user facility reported that they had encountered broken catheter issues for two terumo surflash i.v. Catheters. The product codes were srff2419 (registered under 9681835-2022-00016), and srff2225 (this report). There was no patient injury, and no medical or surgical intervention was required. No health hazard was reported. The event occurred intra-operative. Additional information was received on 07 jul 2022: after six IV catheters were attempted to be used, a winged infusion set was used. The dog reacted and was whining. They were not able to move the catheter into the vein. Based on the additional information, one additional case of similar issue was registered under 9681835-2022-00018.